Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Difficulty in walking [difficulty in walking] . Case narrative: this spontaneous case describes the occurrence of medical device removal ("medical device removal") and gait disturbance ("difficulty in walking") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced gait disturbance (seriousness criterion disability) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the gait disturbance had resolved with sequelae. The outcome of medical device removal was unknown. The reporter considered gait disturbance and medical device removal to be related to essure administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Difficulty in walking [difficulty in walking]. Case narrative: this spontaneous case describes the occurrence of medical device removal ("medical device removal") and gait disturbance ("difficulty in walking") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced gait disturbance (seriousness criterion disability) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the gait disturbance had resolved with sequelae. The outcome of medical device removal was unknown. The reporter considered gait disturbance and medical device removal to be related to essure administration. The reporter commented: she had difficulty in walking following the essure insert. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.